Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2009 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was not getting the same coverage that she was initially receiving. The rep stated that an impedance check was performed and it was determined that electrodes 0-7 were all outside of the normal range. The patient stated that she was in a car accident about 2 months ago which may have contributed to the issue. The rep was able to reprogram around the lead to give the patient adequate coverage for pain relief. No further complications were reported.